Event description:
Customer reported unexpected negative results when testing a sample on the echo with capture-r ready screen 3 (crrs 3). The patient had a known anti-c, anti-e, anti-fya and anti-jkb. A new sample was drawn from the same patient and tested on another echo instrument and resulted positive. The initial sample was re-tested on the echo that previously gave an unexpected negative result; this time the result was 4+ positive.

Manufacturer narrative:
Review of instrument images: initial testing: crrs3 , lot r098.exp. 03aug2010.0 strip 2 well 1=0. Review of the image appears negative.0 strip 2 well 2=0 review of the image appears negative .0 strip 2 well 3=0 review of the image appears negative .4+ strip 2 well 4=100.repeat testing (initial sample) crrs3, lot r098.exp. 03aug2010. 4+ strip 2 well 1=0. Review of the image appears strong degree of adherence. 4+ strip 2 well 2=0 review of the image appears strong degree of adherence . 4+ strip 2 well 3=0 review of the image appears strong degree of adherence .4+ strip 2 well 4=100.customer reported washer dispense accuracy (g) strip #1=1.88 ( 1.92-2.08) #2 = 1.98(1.92-2.08).customer was advised that the washer dispense accuracy was out normal range. Customer was advised to remove the washer manifold and perform a total clean up. The residual volume and washer dispense accuracy results are now within acceptable range. The instrument is working as expected.